Manufacturer narrative:
Isi has not received the product for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Log reviews could not be performed because the mcs tip cover accessory is not tracked in logs and the actual date of the previous procedure was not available. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The date of the initial surgery is unknown but was reportedly approximately 18 months prior. No complaint related to an mcs tip cover accessory falling inside a patient and being retained was found in that timeframe or several months before and after. No image or video clip for the foreign body that was retrieved was submitted for review. This complaint is deemed a reportable event based on the following: an alleged mcs tip cover accessory was found inside the patient during a surgical procedure, and was suspected to have been retained inside the patient since a previous procedure performed approximately 18 months prior. The foreign body was retrieved, and there was no patient injury reported. No product has been returned to isi for evaluation. At this time, it is unknown if the foreign body that was found and retrieved was an mcs tip cover accessory, and if so why it fell inside the patient and was retained.

Event description:
It was reported that during a da vinci-assisted left inguinal hernia repair surgical procedure, an alleged monopolar curved scissors (mcs) tip cover accessory from a previous surgery was found inside the patient. It was suspected that the accessory was from a previous right inguinal hernia repair surgery that was performed approximately 18 months ago. The surgeon assumed that the allege mcs tip cover accessory fell inside the patient during a previous surgery and went unnoticed. The exact date of the previous surgery was unknown. The surgeon was able to retrieve the foreign body with no harm to the patient. The retrieved foreign body alleged to be an mcs tip cover accessory was reportedly in "good condition." The case was completed with no additional issues. Intuitive surgical, inc. (Isi) followed up with the initial reporter. The reporter could not provide details about the initial surgery as it was performed over 18 months ago and confirmed there was no infection or any adverse outcome to the patient as a result of a foreign object being retained.